Event description:
It was reported that the user experienced a low blood glucose of 54 mg/dl during initial use of the ilet, with the device noted as still adapting to the user¿s insulin needs, and the user was advised to avoid overcorrection. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose in the form of approximately 2 ounces of orange juice, half a banana, and two glucose tablets, with recovery of glucose within about 30 minutes and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed a cause that remained unclear. It was concluded that the event involved hypoglycemia with unclear cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.